Event description:
It was determined by the surgeon, that 3 of the smart toe implants are broken.

Manufacturer narrative:
Evaluation summary: the reported incident that a smarttoe implant was alleged of issue s-12 (implant breakage after surgery) could be confirmed since we received x-rays showing a broken smarttoe. Based on the currently available information, the root cause can be attributed to a patient related issue. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity within 6 weeks after surgery. All of these reasons could not be excluded in this case: no information has been provided regarding patient post-operative care. Moreover, patient is 72, which means his/her bone quality could not be optimal (osteoporosis). In addition, a previous statement was provided by our clinical expert, his expertise reads: "the smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination (normally after 4 - 6 weeks). [¿] no information concerning the circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general." When reviewing the x-rays, the alignment between the proximal and the middle phalanges is not correct. We can therefore suspect an acute impact injury (e.g. Caused by an unintended hit). Please note that the current op tech reads: "postoperative care: smart toe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks)." [Original statement - page 14] please note that the current IFU reads: "recommendations the size of the implant must be adapted to the patient anatomy." [Original statement] "precautions for use - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation." [Original statements] "factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads." [Original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was determined by the surgeon, that 3 of the smart toe implants are broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.